Manufacturer narrative:
(B)(4). The field engineer inspected the device. The device operated within manufacturing specification. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator shut down during patient use. It was reported that the hospital had a power outage and the customer continued to use the ventilator on battery operation. The patient was not harm as a result of the event. Additional information has been requested.